Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a vascular procedure, the outer cannula catheter stuck on the wire and needed to be slowly removed. The physician was trying to retract the outer micropuncture catheter from the wire that was supplied with the short sheath when this occurred. The catheter material came apart and separated. Another device was used. The patient did not require any additional procedures nor experience any adverse effects due occurrence to this.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: - information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. The visual inspection of the returned device reported the customer returned one significantly stretched outer sheath around a wire guide. The outer sheath was stretched to 29.8 cm in length. The hub of the device was not returned. The wireguide is visible at 16.4 cm from what appears to be the proximal end of the catheter. The wire guide measures 0.0179 inches in diameter near the separation point of the outer sheath using a laser micrometer. While we cannot be certain of the root cause of this complaint event, it is reasonable to suggest that high forces applied to the complaint device led to the eventual failure observed by the customer. Interaction between the outer sheath and wireguide is also a possible root cause as the investigation was unable to measure the wireguide under the sheath. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during a vascular procedure, the outer cannula catheter stuck on the wire and needed to be slowly removed. The physician was trying to retract the outer micropuncture catheter from the wire that was supplied with the short sheath when this occurred. The catheter material came apart and separated. Another device was used. The patient did not require any additional procedures nor experience any adverse effects due occurrence.